Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that a vela ventilator generated "xdcr fault" (transducer fault) alarms. A calibration was attempted, however, exhl diff calibration failed the zero calibration. The customer replaced the main pcb to restore the unit within specification. The customer reported that the unit was not in use on a patient when the issue occurred and no reports of patient involvement associated with the event have been received by carefusion.